Event description:
I purchased an over the counter device from den-tek that is for night time teeth grinding and used it for one night as my dentist told me I was grinding my teeth at night. The next morning I could not open my mouth enough to eat and had to go immediately to the dentist for treatment as well as to a chiropractor for treatment and to an endo-dontist for further treatment of lockjaw tmj. I was told by the dentist that this condition could last for months and even years now and before use of this problem I was told that I only needed a nightguard for teeth grinding. I have contacted den-tek with very cold response to this complaint. They want my medical history and all records forwarded to them before they are willing to compensate me for this irreversible condition. I want them to be held accountable by the federal government for a product that can cause this kind of problem, including recalling the product as well as compensating any consumers like myself for the damage done. Dates of use: 7 hours. Diagnosis or reason for use: teeth grinding.